Manufacturer narrative:
Other applicable components are: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was clarified that the previously noted "pacemaker" was an implantable neurostimulator (ins). No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 37085-60, serial# (B)(4), explanted: (B)(6) 2017, product type: extension. Product ID: 37085-60, serial# (B)(4), explanted: (B)(6) 2017, product type extension.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that there was a "pacemaker" and extension ablation due to an infection. The serial number of the "pacemaker" was provided, which was a serial number for an implantable neurostimulator (ins). The diagnostic methods included a surgical observation and ablation that resulted in the identification of an inflammatory reaction near the pacemaker/ins on (B)(6) 2017. The etiology was noted as related to the device/therapy and not related to the implant procedure; the ins and extensions were noted. The actions/interventions taken to resolve the event included explanting and not replacing the ins and extensions on (B)(6) 2017; the event resulted in an in-patient hospitalization, emergency room visit, urgent care visit, and an unscheduled clinic or office visit. The event was considered resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.